Event description:
It was reported that during inspection at the healthcare facility, the tip of the 2.7 mm suction tube was found to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during inspection at the healthcare facility, the tip of the 2.7 mm suction tube was found to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however a root cause for the breakage could not be determined. The device was not returned to the healthcare facility, as it was not repairable.